Event description:
User facility reported that the product was in use for 2-3 weeks with patient no ventilator treatment. When the tube was removed from use for cleaning, a crack along the tube was found. The trach was replaced. The patient recovered with no incident related medical sequelae.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.